Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons had been intermittently unresponsive for several months but had become unresponsive that day. The patient reported that rubber keypad was torn over the up arrow, down arrow and ok buttons. Reportedly, the tactile issues occurred prior to the damage to the keypad. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump under garments against the body and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the ok button is unresponsive and the up button is intermittently response. The keypad is torn and peeling: removed keypad and found the contrast contact missing and the up contact misaligned. Also found contamination under all contacts. The bolus button is torn and unresponsive due to contamination under bolus contact. Moisture was seen in the battery compartment. Leak test revealed a battery compartment crack and leak. The display was unreadable due to moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.